Event description:
It was reported that during set up before a surgical case at the user facility the sonopet 110v console irrigation would not prime. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was evaluated and passed all manufacturer specifications. The device was repaired with preventative maintenance and returned.

Event description:
It was reported that during set up before a surgical case at the user facility the sonopet 110v console irrigation would not prime. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.